Manufacturer narrative:
We have not received the complaint device for evaluation and were not able to verify the failure mode. Therefore, the root causes(s) of the failure remains inconclusive. We have contracted the hospital and provided instructions for return of the complaint device, however, we have not yet received the sample or any additional info from the hospital/physician. A lot history investigation has not been possible since no lot number and/or catalog number was provided. Lemaitre vascular inc. Will continue to investigate this complaint and submit a follow up report should more details become available.

Event description:
Lemaitre vascular inc. Received info that one of our eptfe grafts "came apart and disintegrated. The graft had an edwards label". The graft was explanted. No further details were provided.